Event description:
Received info regarding a leaking cartridge. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The device has been received for eval. However, device eval is not yet complete. A follow up MDR will be filed.